Manufacturer narrative:
The investigation for the reported positioning issue has been completed. According to the clinical, on the second day of impella cp support the patient began to move and the cannula slipped out of the lv. Repositioning was attempted but an optimal position could not be found. The decision was then made to remove the pump. No product was returned for a visual inspection. Data log analysis was not necessary for this complaint. The most likely cause of the positioning issues was patient movement. D4-updated model number added- d6a/d6b.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported an unspecified patient undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Complainant in japan reported the patient was moving a lot and the impella slipped out of the left ventricle and was reinserted, but it was not able to be placed in the right position. The patient was weaned off of the impella.